Manufacturer narrative:
Other text: a1, b5 and h6. Health effects codes, updated.

Event description:
Additional information received via email. The issue was discovered during the annual preventive maintenance by biomed team. No patient involvement.

Manufacturer narrative:
, Corrected data: corrected data: g.1 regulatory report owner

Event description:
It was reported that there was no over temperature alarm. No audio or visual but does turn off when membrane switch is pressed. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was received for evaluation. A visual inspection found a marked up enclosure and faded pole clamp. During the functional testing, the device over temp alarm had no led light or audible alarm. The customer reported complaint was confirmed. The cause of the issue was found to be a faulty pcb. The pcb was replaced along with the reservoir gasket. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.